Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: 24-dec-2014 and installed at the customer's facility on 20-feb-2017. A review of historical product complaints shows that the same malfunction of shutter failure has not led to serious injury in the past. By design, the shutter position sensors are checked in standby and ready before the foots-witch switch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A review of system risk files (1007143_b) revealed risk #2.13; insufficient energy failure which has the potential to lead to prolonged procedure or ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A lumenis service engineer visited the site and evaluated the laser on 19-jun-2019 and identified the fault to be the "low attenuator rotary solenoid ". The attenuator was replaced, and the system was restored to operation. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate procedure (pneumatic lithotripsy) as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction.

Event description:
A foreign facility reported that when trying to power on a lumenis versapulse powersuite 60w laser the system would not turn on. The physician decided to send the patient to a pneumatic lithotripsy instead. The lumenis versapulse powersuite 60w device malfunction did not cause or contribute to any change in the patient's condition.